Event description:
Pt had a total right shoulder replacement in 2003. They have had persistent pain in their right shoulder. They have decreased range of motion and decreased activities of daily living due to the pain. X-rays are positive for the total shoulder arthroplasty with a high-riding humeral prosthesis. The pt was admitted for removal for right total shoulder and revision to a reverse shoulder prosthesis. During the procedure the surgeon found the humerus and the glenoid components loose. All components were removed and replaced.